Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Device evaluation: the manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to disconnect the battery and not reconnect it so that the issue could be isolated. The battery was swapped out and the unit power on but would not operate do ac power while the battery was disconnected. The fse advised the customer to charge the battery overnight and conduct performance verification testing on the battery and then see if the unit will power on with the battery disconnected. If the unit still does not power on, the customer was advised to replace the power management board. Resolution and disposition: the customer reported replacing the power management board resolved the issue. The customer also reported that they replaced the battery as a precautionary measure after noticing it became hot.

Event description:
It was reported that the unit would not power on by the power switch; however, the unit would power on by itself. There was no patient involvement. Event date not specified, estimate used.